Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced a prolonged hyperglycemic episode with sensor readings at ¿high¿ for approximately three hours despite recent infusion set changes and a routine dinner announcement; the user administered two separate subcutaneous insulin injections of 12 units each and was instructed to temporarily disconnect from the device and monitor for a potential infusion site issue. Symptoms included elevated blood glucose without reported acute complications. Outcomes included self-management at home with temporary device disconnection and no medical intervention or hospitalization. Investigation included customer interview, troubleshooting, and education related to hyperglycemia management, back-up insulin use, and assessment of infusion site function. Investigation of this case revealed no confirmed device malfunction and an unclear cause of the hyperglycemia, with potential contribution from infusion site or absorption issues considered. It was concluded that the event was user-managed, cause remained undetermined, and no product was available for evaluation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.